Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction - d7 explant date added. Additional information - d10, h3, h6 (methods, results and conclusions codes) updated, as product was returned and is pending analysis.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had presented via remote transmission. Review of transcripts revealed that the patient's atrial lead had decreased sensing and was not capturing. The patient presented for lead revision and fluoroscopy revealed that the lead had dislodged. The patient mentioned they had slipped on mud around the same time sensing dropped. The lead was explanted and replaced. The patient was stable post procedure.